Event description:
A customer reported the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with an alternate system following a delay of 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).